Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope's equipment was contaminated. The issue was found during am unknown event. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected fields: e1; e3; h8. The device was culture tested positive by the customer. The customer did not provide their hygiene microbiological investigation (hmi) result for further evaluation. The device was tested positive by olympus; therefore, the reported failure was confirmed. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus, therefore the user request was confirmed. After decontamination, the device was tested negative. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor filed performance for this device.

Event description:
No additional information received from the customer.